Event description:
We have requested further information concerning this issue. Contrary to what was reported in our initial report, the patient did not slip off the table. The patient slipped on the table and the or team could prevent the patient from falling off the table. It was reported that no injuries occurred due to this issue. Manufacturer reference # (B)(4).

Manufacturer narrative:
A getinge-maquet service technician has visited the clinic and investigated the affected table. The described malfunction could not be reproduced. No defect or malfunction was found on the table. It was found that a remote control had a malfunction. We requested the remote control for further investigation. The affected remote control was scrapped and is not available for further investigation. It is extremely unlikely that the described malfunction is related to a defect of the remote control. The remote control is designed first-fault proof. The described malfunction would only occur in case the foil of the remote control and the keypad under it are both defective. We have reviewed the complaints database for this year and the last three years concerning similar incidents related to the discarded remote control and not found any similar cases. The same result was found when the complaints database was reviewed concerning similar incidents for the affected column and similar columns. A use error cannot be excluded. Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Manufacturer narrative:
At time of this report the investigation is still ongoing. When the investigation is complete the report will be updated and a follow up medwatch will be submitted.

Event description:
The following was reported. A patient was on the table. The trendelenburg function of the table was accidently operated. The clinic reported that this movement could not be stopped once it was operated. The patient slipped off the table. It was reported that no injuries occurred due to this issue. Manufacturer reference # (B)(4).